Event description:
Reporter alleged the customer received the results of 37 mg/dl, 47 mg/dl, 67 mg/dl and 91 mg/dl back to back on the aviva system on (B)(6) 2012. Reporter alleged there was 5-10 minutes between each result. Reporter stated she had given the customer 4 ounces of fruit juice in the 15 minutes prior to the readings in response to a reading of 30 mg/dl. Reporter also alleged that on (B)(6) 2012, the customer received the results of 52 mg/dl and 102 mg/dl back to back within 10 minutes on the same aviva system. Reporter stated that she gave the customer 4 ounces of juice about 15 minutes prior to the readings. Reporter called the ems as the customer did not respond as quickly to the treatment of juice and the ems tested the customer's vitals. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were used up, so no product will be returned for evaluation.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.